Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 7-1/2 years (90 months) due to mitral regurgitation. Per the health care provider, the "ring was loose." Based on the op report, the annulus ring was a complete ring; it was free floating and flapping for approx 80% of the circumference, only the portion of the ring attached to the aortic valve annulus area was in place. The explanted ring was removed and the patient's mitral valve was replaced utilizing a new edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) = ring dehiscence. Eval code = device not returned. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Unfortunately, the root cause of this event could not be confirmed without the sample device. No further actions are possible with the available information.